Manufacturer narrative:
Title: very late stent thrombosis in ostia of the bifurcation lesion: correlation of computed tomographic imaging with histology journal name: cardiovascular intervention and therapeutics authors: hiroyuki jinnouchi, yu sato, matthew kutyna, erik k. Mont, aloke v. Finn, renu virmani year: 2021 reference: doi.org/10.1007/s12928-020-00684-0. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article titled: very late stent thrombosis in ostia of the bifurcation lesion: correlation of computed tomographic imaging with histology: was submitted for review. This case study presented the unique case of a patient who had chest pain lasting several days and died suddenly. The patient had a history of stable coronary artery disease, and had percutaneous coronary intervention (pci) procedure four years prior. During this pci procedure the ostium and proximal left anterior descending artery (lad) were pre-dilated and a 3.0x22 mm medtronic r esolute integrity coronary drug eluting stent was implanted and post dilated, without dilation of any other branches. The stent was placed across the origin of the ramus branch. The ramus was protected with a wire to avoid side branch occlusion, since the ostium of the ramus showed moderate stenosis. The ostium of ramus was not changed after stenting and was not treated. The stent did not reach into the left main (lm), although struts protruded into the bifurcation of the lad and left circumflex artery (lcx). The patient was placed on dual antiplatelet regimen for 1 year and continued on aspirin regimen until their death 4 years later. An autopsy revealed the patient had very late stent thrombosis (vlst) involving the ostium of the lcx in the region of the resolute integrity struts. The main reason for vlst in this case is the presence of bare struts in the ostium of the lcx. The struts in the ostium of the lcx remained bare even after 5 years of stent implantation, resulting in blood flow turbulence and platelet-rich thrombus formation. The first two rows of the stent were deformed, showing longitudinally compression and bending into the carina probably due to a guiding catheter.

Manufacturer narrative:
Additional information: the death was reported as being caused by the stent thrombosis of the resolute integrity stent. The cause of the vlst was not specific to the resolute integrity device. The stent thrombosis occurred because the stent struts were not covered with neointimal tissue even 4 years after implantation, which was confirmed by histology and micro CT evaluation. But this was attributed to the morphology of the lesion that was treated. Even if the patient was treated with another type of stent (regardless of des or bare metal stent [bms]), it is believed that the stent thrombosis could have occurred. Patient weight provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.